Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends proximal to the mid-joint and introducer sheath. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. Further evaluation revealed pusher assembly bends proximal to the pusher assembly mid-joint. These bends were likely a result of forcefully advancing the device against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak type ii using penumbra smart coils (smart coils). It was noted that the patient had a highly tortuous anatomy. During the procedure, the physician reported that the smart coil was unable to advance from its initial position within its introducer sheath. The smart coil was therefore removed from the rotating hemostasis valve (rhv) and flushed; however, the smart coil was still unable to advance. The procedure was completed using another smart coil in addition to another embolic agent. There was no report of an adverse effect to the patient.